Event description:
A pt reported blood glucose results of "195 mg/dl and 143 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.

Manufacturer narrative:
The product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.